Event description:
There was an allegation of a questionable ferritin result for one patient from the cobas e 801 analytical unit. The initial result was 1.43 ng/ml with a data flag. On 06-dec-2023, the repeat result was 35.2 ng/ml.

Manufacturer narrative:
The ferritin reagent lot number was 730731. The expiration date was requested but was not provided. The field service engineer found a bent dispensing nozzle in the pre-wash area. He replaced it and performed adjustments. The investigation found the service actions resolved the issue.